Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a male patient in his mid 30's underwent an ulna shortening procedure with placement of an ulna shortening plate and screws on (B)(6) 2015. The patient experienced a post-operative device breakage about 5-6 weeks after the implant. The x-rays showed that the plate had broken through the lag screw hole. The implanted screws seemed to be intact and still in the plate. The patient was fitted with a cast and everything is normal. There are no plans to explant the plate and the reporter will be notified if a revision surgery is scheduled or performed. This report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. The subject device lot was manufactured on nov 27, 2015. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on may 3, 2016. It was reported that the patient underwent revision surgery on (B)(6) 2016. During the surgery, the previously reported broken plate and six unknown intact 2.7mm cortex screws were removed. The plate was noted to have broken in two pieces. The procedure was successfully completed with no surgical delay. The patient's postoperative outcome was reportedly stable.

Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: one 2.7mm lcp ulna osteotomy plate6 holes (part#02.111.900 lot#9735580) was received at customer quality (cq) for evaluation with complaint category "broken: postoperatively" and with complaint description "a male patient in his mid 30's underwent an ulna shortening procedure with placement of an ulna shortening plate and screws on (B)(6) 2015. The patient experienced a post-operative device breakage about 5-6 weeks after the implant. The x-rays were forwarded to the reporter showing that the plate had broken through the lag screw hole: the patient had revision surgery (B)(6) 2016. All hardware was removed (broken plate in two pieces and 6 intact 2.7 cortex screws). There was no surgical delay. The procedure was completed successfully and patient outcome was stable. Concomitant device reported: six unknown intact 2.7 cortex screws. This complaint involves 1 device." This complaint is confirmed, as the returned ulna plate was received at cq in 2 pieces (the transverse break exists mid-combi hole to the left of the part# and lot# etchings). The following returned concomitant devices in this complaint record show no evidence of having contributed to the event, (6) unknown screws with lot# unknown. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed for the returned plate as part of this investigation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: one 2.7mm lcp ulna osteotomy plate6 holes (part 02.111.900 lot 9735580) was received at customer quality cq for evaluation with complaint category broken: postoperatively and with complaint description a male patient in his mid 30's underwent an ulna shortening procedure with placement of an ulna shortening plate and screws on (B)(6) 2015. The patient experienced a post-operative device breakage about 5-6 weeks after the implant. The x-rays were forwarded to the reporter showing that the plate had broken through the lag screw hole: the patient had revision surgery (B)(6) 2016. All hardware was removed (broken plate in two pieces and 6 intact 2.7 cortex screws). There was no surgical delay. The procedure was completed successfully and patient outcome was stable. Concomitant device reported: six unknown intact 2.7 cortex screws. This complaint involves 1 device. This complaint is confirmed, as the returned ulna plate was received at cq in 2 pieces (the transverse break exists mid-combi hole to the left of the part and lot etchings). The following returned concomitant devices in this complaint record show no evidence of having contributed to the event, (6) unknown screws with lot number unknown. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed for the returned plate as part of this investigation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.